Event description:
Additional information was received. Further review of the data by technical services was performed. This lead impedance measurements have varied significantly and have decreased to low out of range measurements. Further evaluation of the lead integrity was recommended.

Event description:
Boston scientific received information that this atrial lead and device revealed a lead safety switch had occurred. The device was reprogrammed to vvi 50 ppm for a endoscopic submucosal dissection(esd) procedure. After the procedure, the device was reprogrammed to ddd pacing mode and the intrinsic pulse was 70 bpm. Interrogation revealed the impedance measurements were n/r despite several attempts. Reprogramming from unipolar to bipolar revealed normal impedance measurements. When the device was reprogrammed to bipolar from unipolar again, the impedance measurements were n/r. The device was reprogrammed to unipolar setting. A further follow up was performed. The measurement could be obtained in both unipolar and bipolar, therefore, the device was reprogrammed to bipolar and remains in service. A review of the data revealed an atrial lead safety switch had been triggered. It was thought this was a temporary issue and the device and lead remain programmed to bipolar. No adverse patient effects were performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.